Manufacturer narrative:
(B)(4). The device was received and evaluated. The device operated within specifications with no issues found. A review of the device's logs revealed no failure, malfunction or iipv events that could have caused or contributed to the patient death. A service history and device history review were performed with no issues noted.

Event description:
This is a report of a home patient (hp) who during therapy on the home choice (hc) machine passed away. An autopsy was not performed and the certificate of death listed the cause of death as a cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.